Manufacturer narrative:
Complaint conclusion: as reported, the ¿tamping tube¿ of a 5f mynxgrip vascular closure device (vcd) appeared to be missing from the system. The physician deflated the balloon and removed the entire system. Therefore, hemostasis was achieved by manual pressure. The patient was stable throughout the procedure. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). There were no damages to the box, packaging, or device. The physician who was trained to use the mynxgrip for many years, attempted to deploy the device into a non-tortuous, non-calcified right femoral artery (rfa). After shuttling down properly and retracting the sheath (unknown) and shuttle, no ¿tamping tube¿ appeared. The physician once again shuttled down, to try to engage the ¿tamping tube¿, but was still unsuccessful. The mynx sealant itself was the only item to appear, after the shuttle and the sheath (unknown) was retracted. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The procedural sheath was on the shuttle cartridge and fully retracted. The sealant was observed deployed on the catheter shaft, exposed to blood, and the advancer tube was found to have remained in manufacturing position as received. The syringe was not returned with the device. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, a simulated deployment test was performed. The shuttle was advanced without issue, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the length of the advancer tube and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, visual inspection under high magnification revealed no damages to the tamp locks that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. A product history record (phr) review of lot f2118901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not conclusively be determined. The returned device performed as intended and no visual damages or anomalies were observed. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, then it will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2118901 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the ¿tamping tube¿ of a 5f mynxfrip vascular closure device (vcd) appeared to be missing from the system. The physician deflated the balloon and removed the entire system. Therefore, hemostasis was achieved by manual pressure. The patient was stable throughout the procedure. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). There were no damages to the box, packaging, or device. The physician who was trained to use the mynxgrip for many years, attempted to deploy the device into a non-tortuous, non-calcified right femoral artery (rfa). After shuttling down properly and retracting the sheath (unknown) and shuttle, no ¿tamping tube¿ appeared. The physician once again shuttled down, to try to engage the ¿tamping tube¿, but was still unsuccessful. The mynx sealant itself was the only item to appear, after the shuttle and the sheath (unknown) was retracted. The device will be returned for evaluation.